Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of death was a cerebrovascular accident (cva) and withdrawal of care per the family's request. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported stroke and subsequent patient outcome could not be conclusively determined through this evaluation. The hm3 lvas instructions for use (IFU) lists potential adverse events, including stroke, that may be associated with the use of the hm 3 lvas. This document also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU and the heartmate 3 lvas patient handbook are currently available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiac arrest.